Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No moisture damage noted was found on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 280 mg/dl. Customer stated that they had stuck button alarm. The customer was explained the pump will need to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated the alarm happened during normal use. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return the broken pump for analysis.